Manufacturer narrative:
The returned device was evaluated and inspection of the device found the exposed portion of the soft cannula to be stretched. The cannula was observed to be out of specification (1.12 inches). Fluid path test was conducted by manually rotating the ratchet gear. Fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched . The download data does not contain any alarm, timeouts or drive stalls. No signs of leakage were found along the fluid path during the leak test. It could not be conclusively determined when this damage occurred.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level had rose to 325 mg/dl. In addition the pod was leaking during wear. As treatment, the patient applied a new pod.